Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying thresholds resulting in loss of capture and no ventricular pacing. The patient was admitted to the hospital and reprogramming was done that resulted in good ventricular pacing. The rv lead remains in use and will have follow up with their physician. No patient complications have been reported as a result of this event.